Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be confirmed. As part our review, the instrument history of the reported scope was reviewed and showed the scope was purchased in (B)(4) 2007 with no service records. The instruction manual provides warning to mitigate the risk of patient injury or device damage which states, ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ limited information was provided by the user facility as multiple attempts were made to gather more detailed information regarding the reported event; however, no additional information was obtained. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported device, patient and procedure. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic procedure, the scope became stuck inside an endo tracheal tube as the doctor was trying to remove the scope from the patient, parts of the scope peeled apart ¿like a banana¿ while inside the patient. The user facility reported the doctor believed all of the pieces from the patient have been retrieved. There was no patient injury reported.